Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed and add gel / replace belt messages) has been confirmed. Upon investigation the cable connecting the distribution node to the therapy electrodes was pulled from the strain relief, severing wires in the cable. The root cause for the strained cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages and damaged cable or wires exposed.